Event description:
It was reported that this right atrial lead and associated pacemaker experienced a lead safety switch (lss) due to pacing lead impedances greater than 3000 ohms and noise. The high out-of-range measurement were recorded when configured for unipolar but normal measurements when configured bipolar. Boston scientific technical services reviewed the data and requested additional information to complete a thorough review. The device remains in service. No adverse patient effects were reported.